Event description:
Account alleged the head section will not raise from the right or left side rail but the manifold runs. There was no reported injury or incident. Account called back and stated that the CPR valve was good. He swapped the head up valve and the head worked properly.